Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the middle button is stuck. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer was able to unstick the buttons and pump appeared to be working fine. Customer mentioned that the pump alarmed with a low alert and the alarm was unable to be cleared. Troubleshooting was not done for this. Customer was advised to monitor the pump and to call back for further assistance if necessary.